Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in emergency medical service for low blood glucose on (B)(6) 2018 customer's blood glucose value was unknown at the time of the incident. Customer treated with food for low blood glucose. The device will not be returned for analysis.